Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that six days after the procedure, the patient had a permanent pacemaker (micra) implanted.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with pre-existing complete right bundle branch block, computed tomography imaging revealed a membranous septum length of 1 mm. Alternatively, intracardiac echocardiography (ice) revealed a membranous septum length of 3.8 mm. The valve was inserted into the patient and deployed. Upon re aching two-thirds deployment, at a shallow depth of 0 mm on the non-coronary cusp (ncc), complete heart block (chb) was noted. The valve position was adjusted to a depth of 3 mm on the ncc under contrast imaging and fully released; however, the chb did not resolve. According to the ice, the valve was placed in a location which was shallower than the membranous septum. Prior to the end of the procedure waveforms indicating a return to intrinsic rhythm were observed several times; however, a temporary pacing lead was re-inserted via a vein in the neck. The patient left the procedure with the temporary pacemaker in place due to continued chb. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-29, serial/lot #: (B)(6), ubd: 30-may-2026, UDI#: (B)(4). Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.